Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and was determined to be use related. A segment of the extension leg of a 4 fr groshong nxt connector was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. An angled break was observed in the tubing of the extension leg approximately 4.1 cm distal from the white collar of the hub, which is about the distal-most end of the extension leg. Tensile weakness was observed throughout the extension leg tubing during tactile evaluation. A microscopic observation revealed the facture surface was angled and uneven, but with a mostly smooth and granular texture. What appeared to be some plastic deformation was observed near the edges of the break surface, and the edges of the break were observed to be uneven. The characteristics of the fracture surface as well as the observed tensile weakness in the tubing suggest the extension leg broke due to excessive tensile (pulling) force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fracture of the extension leg of the catheter connector was found. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fracture of the extension leg of the catheter connector was found. There was no reported patient injury.